Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin flow blocked alarm. The customer experienced hyperglycemia, diabetic ketoacidosis with blood glucose value of 1700 mg/dl. The customer also reported feeling sick/unwell, tired/weak, increased thirst, dizziness, diabetic ketoacidosis, hyperglycemia was treated with intravenous drip, pump, manual injection in hospital. The event involved product(s) mmt-1880, mmt-332a, mmt-864a. Troubleshooting was performed for high blood glucose and not performed for insulin flow block. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the event. No further patient complications were reported. Product return for mmt-1880 is expected and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-864a.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at the select button, broken reservoir tube lip and a cracked retainer. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. The pump history file lists data on 01/01/2009, 01/01/2016, 10/04/2023 to 11/21/2024. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 18-nov-2025 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 18-nov-2025 in the pump history file due to no data available. Unable to verify delivery anomaly-no delivery/occlusion alarm when performing the history review 1 week prior to the event date 18-nov-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3 mv). The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Delivery anomaly-no delivery/occlusion alarm (insulin flow blocked alarm) not confirmed. Damage-retainer ring damage confirmed (found during visual inspection). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.